Event description:
Follow up revealed that the patient underwent surgical intervention to have their ipg replaced. Issue has been resolved.

Manufacturer narrative:
Recall: 1627487-07262012-002-r & 1627487-05242011-002-r. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced a loss of therapy due to the their ipg becoming inoperable. As a result, surgical intervention may be pending to address this issue.

Event description:
Follow up revealed that the patient stopped charging their ipg, which led to it becoming inoperable. Surgical intervention may be pending.